Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Caller said the patient is looking to get help with education and training on changing the program for the ins; the patient hasn't been able to get any help with changing the programs. The hcp read off to the call center that the ins is "not working, need help to change programs." When asked, the caller didn't know when the issue first started. As a result of what was reported, the hcp was transferred so a manufacture representative (rep) could be notified as the patient wanted to meet someone in person. No patient symptoms were reported and no further complications have been reported as a result of this event.